Manufacturer narrative:
Product complaint (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Gastric bypass what was the procedure date? On (B)(6) 2024 did the broken needle fall into the patient? No if yes, was the needle piece(s) retrieved during the same procedure? N/a were x-rays taken to locate the needle piece(s)? No what measures were taken to retrieve the broken piece? Additional suture used to reinforce suture line was there any additional tissue damage as a result of searching for the needle piece? No search needed does a piece of the needle remain in the patient¿s tissue? Na is there any plan in place to remove the needle piece in the future? Na if yes, please provide the scheduled date. Na what tissue structure the broken needle was located? Na what is the surgeon's opinion of consequences to the patient? Surgeon happy that no damage done long term as needle came off outside patient and suture that snapped was replaced what was used to complete the procedure? Vicryl plus 2.0 what is current condition of the patient? Recovered please perform and document the follow up attempt for product return. .- now received and able to send off did the issue "with two sutures had seperate incidents" happened in one procedure? Or in two separate procedures? All happened in one case a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported on mw# 2210968-2024-02159. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a gastric bypass on (B)(6) 2024 and suture was used. The thread broke when tension was applied. Additional suture used to reinforce suture line. No adverse patient consequences were reported. Additional information has been requested.